Manufacturer narrative:
(H6) add codes- 4121, 3221, 67.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20s mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Additionally, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Customer reported low bg caused loss of consciousness resulting in a motor vehicle accident. Customer reported "several broken bones because of the accident". Customer was taken to the emergency room via life flight and subsequently admitted to the intensive care unit where they were treated with intravenous fluids of saline. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.